Event description:
It was reported that the patient experienced a low blood glucose event while using the ilet bionic pancreas, after which the spouse sought clarification about perceived residual insulin; the spouse was informed that the device does not deliver insulin during hypoglycemia and that the patient should treat with fast-acting carbohydrates, which was done with oral glucose. Symptoms included hypoglycemia. Outcomes included resolution of the low after oral carbohydrate intake with no hospitalization. Investigation included troubleshooting and education regarding device behavior during low glucose and appropriate treatment with small doses of fast-acting carbohydrates until reaching a comfortable glucose level. Investigation of this case revealed no device malfunction and confirmed expected device behavior in suspending insulin during hypoglycemia, with user education provided to address concerns about residual insulin. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.